Manufacturer narrative:
During a complaint review, beta bionics identified a complaint classification update related to incorrect quantities of supplies packaged in product kits. Following implementation of the updated complaint classification, a retrospective review of complaints was conducted, and this event was identified as potentially MDR reportable. Upon identification, the complaint was reevaluated and this MDR was submitted promptly.

Event description:
It was reported that a cartridge kit arrived with two cartridges missing, and a goodwill replacement order was initiated to prevent supply shortage; contact information for the patient¿s distributor was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to further characterize a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.